Event description:
The essure permanent birth control device failed to deploy. Two devices were in the box, one failed to deploy and the other one worked. No harm to the pt. MFR: please note that we do not send products to the MFR, but you may arrange for pick-up by calling (B)(6).